Event description:
It was reported that this left ventricular (lv) lead was left capped; the lead its stable but its presenting high capture thresholds measurements. The physician is hoping to use it as a backup at the next change out if necessary. No additional adverse patient effects were reported. Additional information was received, the lead was explanted and replaced.

Event description:
It was reported that this left ventricular (lv) lead was left capped, the lead its stable but its presenting high capture thresholds measurements. The threshold increase was suspected to be cause by the lead having pulled back. The dislodgement was confirmed via fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information fields: b5 describe event or problem. H6 impact codes and device codes.

Event description:
It was reported that this left ventricular (lv) lead was left capped, the lead its stable but its presenting high capture thresholds measurements. The threshold increase was suspected to be cause by the lead having pulled back. No additional adverse patient effects were reported.